Event description:
It was reported that during a drug eluting stenting treatment procedure, the balloon ruptured. The patient had been on chronic plavix therapy. Pt was given heparin during the procedure, but gp2b/3a inhibitors were not administered due to anemia. The obtuse marginal branch was accessed via the vein graft to that artery and a series of inflations were performed with a maverick 3.0 x 15 mm balloon. A taxus express2 3.0 x 20 mm drug eluting stent was advanced across the lesion. The delivery device balloon ruptured at 8-10 atms. The balloon material ensnared the taxus stent, which was not fully apposed to the arterial wall. The partially deployed stent was dislodged from the lesion and was left in the mid-body of the vein graft. A maverick 3.25 mm balloon was gently advanced to try to cross the stent, but the stent kept moving downstream. The physician decided to push the underdeployed taxus stent as far distally as possible, to reduce the area of myocardium at risk. Balloon inflations were performed, with the maverick and a quantum maverick, in the stent to deploy it or to at least crush a side of it. A site limiting dissection was noted in the distal aspect of the graft. The physician then successfully deployed a second taxus express2 2.5 x 20 mm drug eluting stent at 12 atms at the target lesion in the obtuse marginal branch; postdilation was performed with a quantum maverick balloon. The quantum maverick balloon was then advanced through the first taxus stent and additional inflations were performed. The physician attempted to advance another taxus express2 2.5 x 24 mm drug eluting stent to tack up the dissection, but was unsuccessful. The patient remained stable throughout the procedure. There was marked improvement in the obtuse marginal branch following this intervention. The patient's current condition is unknown.